Manufacturer narrative:
Clinical evaluation performed by medical affairs department: cup revised at about 1 year 5 months after primary tha due to pain and malpositioned cup. According to report the cup is positioned too vertical. From the only image provided, it appears there are some radiolucent lines but neither the radiolucencies nor the cup position are patently cause for revision from the radiographic appearance. Batch review performed on 20 february 2024: lot 2206327: (B)(4) items manufactured and released on 10-may-2022. Expiration date: 2027-04-25. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to pain and cup positioned too vertical, at about 1 year 5 months after primary. Cup, liner and head revised successfully.